Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. Dfu-0054-eo: surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/03/2025, a distributor reported via email that an ar-3641 2.6 mm knotless fibertak anchor experienced an issue during insertion. The repair suture pulled out of the anchor as the surgeon attempted to set it. The shuttle suture and anchor remained properly positioned behind the cortex, and no excessive force was applied. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested on 09/09/2025. Additional information received on 9/11/2025: during a let reconstruction procedure an issue occurred involving anchor ar-3641 2.6 mm knotless fibertak anchor. Although the repair suture appeared properly loaded prior to insertion, it was not specifically inspected. No unusual resistance or feedback was noted during anchor setting, and the surgeon, who regularly uses this anchor, did not observe anything abnormal. Following the suture pullout, the anchor was left in place behind the cortex, and the shuttle suture was removed. The case was completed using another ar-3641 2.6 mm knotless fibertak anchor without further issues. The surgery experienced a minimal delay of a few minutes to open the second anchor, redrill, and complete the installation. No additional anesthesia was administered, and no adverse patient effects were reported during or after the procedure.